Event description:
It was reported that during implant, the lead bent over itself and got stuck at a very tortuous turn in the patient's anatomy. The physician had to pull it out aggressively. When removed, it appeared the helix was extended and unable to be retracted. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the lead was stretched. There was blood in/on the helix/lobe mechanism. Turns to extend/ retract helix exceeded specification. Visual analysis revealed that the lead appeared to have been damaged at implant.